Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
It was reported that the catheter was occluded, no patient injury. No other details provided.

Event description:
It was reported that the catheter was occluded, no patient injury. No other details provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Fluid residue was observed within the catheter and a silicone injection cap was attached to the luer adapter. Microscopic inspection and manipulation of the valve was unremarkable. Tactile inspection of the sample was unremarkable. An attempt to infuse water through the sample revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush the sample was comparable to that required to flush a similar non-complainant device. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.